Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 24-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: manufacturer acknowledges the lateness of this report and an internal investigation currently in process. This complaint event took place outside of the united states- united kingdom.

Event description:
Consumer reported complaint for physical defect of test strips; complaint was initially reported via e-mail and customer was contacted by phone. Customer had reported the true metrix test strips "look damaged as all the strips have a gold bit missing and the blood doesn¿t flow to the top." Customer had reported receiving error messages as a result (e-2 and e-3). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The customer declined to troubleshoot.